Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a piece of the fenestrated bipolar forceps instrument broke off and fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, the plastic cover over the cable on the fenestrated bipolar forceps instrument broke off and fell off inside the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the broken piece was retrieved during the same procedure. The customer discarded the broken piece that had fallen inside the patient and will not be returned to isi.